Event description:
Additional information received indicated the rv lead was later explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events were high pacing impedance and lead insulation damage. As received, a partial lead (only distal portion) was returned in one piece with the helix found extended and clogged with blood/tissue. Unable to perform impedance test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of lead insulation damage was not confirmed. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
During remote monitoring, episodes of high pacing impedance were noted on the right ventricular (rv) lead. Rv lead damage was suspected. Diagnostic imaging was performed, but no evidence of lead damage could be confirmed. Rv lead replacement is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.